Manufacturer narrative:
This report is submitted on april 28, 2017. (B)(4).

Event description:
It was reported that the patient experienced pain, redness and skin overgrowth at the abutment site. Subsequently topical and injectable steroids were administered to the abutment site (date and duration not reported). The implanted device remains.